Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to fresenius technical support (ts) that smoke was coming from the power supply of a 2008t hemodialysis (hd) machine. The biomed wanted the part to be looked at and requested a part number for the power supply. There was no patient involvement reported. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Event description:
A biomedical technician (biomed) reported to fresenius technical support (ts) that smoke was coming from the power supply of a 2008t hemodialysis (hd) machine. The biomed wanted the part to be looked at and requested a part number for the power supply. There was no patient involvement reported. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.